Event description:
The pt had revision surgery to reposition the device. The electrode extruded through the ear drum and ear canal. Posterior wall of ear canal was sealed with cartilage tissue from the ear. The pt remains implanted.